Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in shock impedances measuring 128 ohms. Technical services recommended to perform isometrics, pocket manipulation and to get sample impedances. Additionally, it was recommended to increase the upper range limit to 150 ohms and if impedances exceed 150 ohms to consider a maximum energy shock. The patient will be coming into the clinic to be evaluated. At this time, the rv lead remains in service. No adverse patient effects were reported.